Event description:
In 2006, the patient was treated for an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis. In 2008, the patient's aneurysm sac size increased from 7 cm to 8 cm due to a type ii endoleak despite repetitive coiling of the ancillary vessels. As the sac size was growing the proximal seal zone was shrinking leading to an open conversion. The patient tolerated the procedure. No further information was provided.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Other devices implanted in the patient and related to this event include gore excluder aaa endoprosthesis pxt281416/04100218 and pxc121200/03964904.